Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the instrument and imaging system tracker were not being recognized well. The instruments were flickering after several minutes and would eventually go invisible. The cause was unknown. The system recognized after one of the balls was hidden, the shadowless lights were turned off, restarting the system, and various other things were done. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4), report source: this event occurred in japan, a medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned scu was analyzed. A check of the event log showed many intermittent entries for temperature sensor not functioning in (B)(6) 2021. Otherwise, the psu failed an accuracy test (aak) at .40 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.